Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "first thing, our device is complained with mixer assembly sensirion, then I replaced with another one ho works well, our problen is fixed. The second step I ordered a new mixer assembly sensirion, recently I just did the change, I found another problem the qo2 is not reading," no clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.